Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a "therapy failure". No further information was provided. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed to deliver the shock. There was no reported patient involvement/adverse patient impact.